Event description:
Hosp personnel responded to a pt in cardiac arrest and used the device to deliver a countershock. According to the reporter, the ECG trace disappeared from the monitor display after the shock was delivered. A backup device was used to deliver an unk number of countershocks. Pt outcome is unk.